Event description:
It was reported by the patients mother that the patient had breakthrough seizures. Information was later received by the physicians office noting that they were unaware of the reported event and that the patients diagnostics were last taken in 02/2019 and indicated that there were no anomalies with the vns device. No other relevant information has been received to date.